Event description:
Reporter alleged blood glucose measured 262 mg/dl, so customer took extra oral diabetes medication and ate as a result, however, two hours later, the meter read 261 mg/dl. Customer stated taking another oral diabetes pill as a result of the reading, however, before bed had the same result of 261 mg/dl. Customer indicated the next morning feeling low glucose symptoms and fell, so the emergency medical technicians (emts) were called. The emt meter reportedly read 48 mg/dl, so they treated customer for low glucose, type unknown, before transporting customer to the hospital where she was given an IV, contents not provided. It was stated the test strips being used at the time were expired. No other actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.